Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient had two implantable neurostimulators (ins) implanted two years ago. The patient feels like the ins was getting hot in the pocket, further clarified that the ins implanted in the abdomen felt hot. The rep attempted to have the patient turn off the ins for two hours but it remained hot. Pocket heating at the pocket site was reported. The patient was concerned that there might be a problem with the ins as there was no sign of inflammation around the pocket site. The patient stated that there has not been any event prior which could relate to the ins/pocket heating issue. There was no physician available to see the patient due to the time of day so the patient will see the physician tomorrow. Impedances will also be checked tomorrow. The rep was wondering whether there are any incident of report of faulty ins that has caused the ins to heat up. It was reported six days later that the rep checked the issue but the issue could not be confirmed. Follow up was ongoing. A week later the rep reported that the patient has not seen the physician since the last follow up, so additional information was not obtained. The next follow up date was unknown. If additional information is received, a follow up report will be sent.